Event description:
A nurse reported that following an intraocular lens (IOL) implant procedure, the patient experienced with unexpected visual outcome. The lens was exchanged for another lens model 10 months 11 days following the initial procedure.Additional information was received and stated, patient experienced blurry vision in right eye at a distance that did not improve with artificial tears and warm compresses despite healthy ocular surface. The lens was exchanged for other company lens model and there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and Product History Records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (b)(4).